Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: section c. Suspect product.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3 vials of juvéderm® volux¿ in the pre-jawl left. Patient was treated with predisone 30mg /24h 5 dios. Symptoms has been resolved.

Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 3 vials of juvéderm® volux¿ in the lower third. Two weeks later, patient developed inflammatory nodule. A week later, patient is ok but got worse four days later.